Event description:
Procedure type: hand assisted colectomy. According to the reporter: performing a side to side anastomoses of ascending colon. Two prior firings performed as expected. During final firing of stapler, the surgeon observed that the final 3 to 4 staples were misshaped and malformed. The delivery of the staples seemed more difficult than expected. Surgeon needed to exert additional force to deliver staples. Did not experience "click" at the end range of the firing. These staples were not b shaped as expected. They were under crimped and inconsistent in formation. Due to the dissatisfaction of the performance of the staple line, dr (B)(6) chose to reduce the anastomoses. He used a new (B)(4) and associated reloads. He did not have the same difficulty with the new stapler. Current patient status: event occurred during surgery and patient status is unknown at this time. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc: no unanticipated tissue loss: yes was there any irreversible tissue damage as a result of this problem: yes how was the damage treated/corrected: the anastomoses was repeated with a new device and performed as expected. Unanticipated extension of the incision by more than one inch: no unanticipated blood loss of 500cc's or more: no was surgical time delayed by more than 30 minutes due to the product problem: yes if yes, did this delay in surgery affect the patient in any way such as extension of the hospital stay? Explain. No extension of stay due to reanastomosis. Device fragment or component falling into the patient's cavity: yes device fragment left in the patient: yes if applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) : new device and repeat of procedure was performed at the time of the issue. Additional information received: 1. Was any reinforcement material used in conjunction with the stapling device? No reinforcement was used a. If yes, what was the brand of the material used? B. If yes, what was the item code and lot/serial number of the reinforcement material? 1. What is the current status of the patient? The patient is stable 2. Can you confirm if the device will be returned for evaluation? The device will be returned.

Manufacturer narrative:
(B)(4).